Event description:
Patients hip was revised for periprosthetic fracture. Femoral stem was replaced with a restoration modular stem and a constrained liner was placed in the retained acetabular shell.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Event description:
Patients hip was revised for periprosthetic fracture. Femoral stem was replaced with a restoration modular stem and a constrained liner was placed in the retained acetabular shell.

Manufacturer narrative:
An event regarding femoral periprosthetic fracture involving a securfit stem was reported. The event was not confirmed. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. The event could not be confirmed nor the root cause determined due to the minimal information received.